Manufacturer narrative:
Angiograms were taking after the events, and the enterprise was stable, and the aneurysm was 90% occluded. No cd copy of the procedure was available. The stent was patent after the procedure was completed. A total of 10 non-cordis coils (deltapush 10 cerecyte, microplex , gdc) were implanted. The aneurysm was saccular, maximum diameter was 6.0mm, neck was 5.6mm, and the neck to sac ratio was 5.6mm/6.0mm. The vessel diameter proximally was 2.6mm and distally was 3.0mm. Medications giving pre-procedure consisted of aspirin 100mg/day, clopidogrel sulfate 75mg/day, cilostazol 200mg/day. The day of the procedure heparin 500u/day and argatroban hydrate 20-40mg/day. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Base on additional evaluation, the event of "headache" does not meet the reporting guidelines. Therefore, no further reports will be submitted for this event.

Event description:
This report from a (B)(4), indicated that the procedure was coil embolization assisted with an enterprise vrd stent (enc452812) to treat an unruptured aneurysm in vertebral artery. The procedure was completed successfully without any difficulty. However, after the procedure, the patient had disorder of the bladder and rectum that was treated with ebrantil (urapidil) internally, and urethral catheterization. The patient continues with the disorder. The physician stated it was unknown if there was a causal relation between the event and the enterprise. Additionally, the patient vomited once after the procedure and recovery was confirmed on the same day. The physician stated that the nausea was considered as the effect of general anesthesia, but causal relationship between the event and the enterprise was unknown. Lastly, the patient had a headache on the left side back of head that was treated with loxonin internally and the patient recovered the following day. The physician stated it was unknown if there was a causal relation between the event and the enterprise. Currently the patient is in stable condition.